Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that the male elderly patient had a complete dislocation of the right eye lens and vitrectomy surgery was performed to remove the cloudy vitreous body, but the vitrectomy probe was found to be blocked. The probe was replaced and the surgery was completed successfully. There was no impact to the patient.